Event description:
It was reported that the during the implant procedure the pulse generator exhibited an error message. The device was not used. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.